Event description:
The customer reported the remote alarm jack connector in rear of ventilator works intermittently. The customer reported the alarm was functioning intermittently. The ventilator was being setup for use.